Event description:
According to the reporter during a laparoscopic cholecystectomy, the gallbladder was thickened and transitioned/proceeded to laparotomy. The button of the dissector didn't work and can't be pressed as it stopped outputting. Green flashing and red light was showing at that time. But when it can be pressed, button could not be recovered. It was outputting and can be stopped by removing the battery. There was no detached part noted. The surgery itself was completed without problems by taking out ligasure device. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: scba, battery scba (serial#:unknown), scgaa, reusable generator a scgaa (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found a piece of particulate returned with the device. Functional testing found the torque adaptor had melted. The remnants of the torque adaptor were in the handle body. A larger piece of debris was returned with the device. This piece may have wedged under the activation button and interfered with its proper function. Further examination of the torque adaptor and interfacing components, the damage appears to be from heat, likely friction. It was reported that there was no activation during the procedure due to a unit switch, knob, or button failure. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged torque adaptor. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: inadequate torquing during assembly, out-of-specification component geometry or waveguide positioning, or assembly misalignment and tolerances may bias the torque adaptor against the proximal wall of the inner torque nozzle during use, increasing friction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.